Event description:
It was reported that during a lap bypass procedure according the user the device has only cut and not stapled. No patient harm nor significant delay reported.

Manufacturer narrative:
(B)(4). Date sent 11/1/2024 d4 batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 2/10/2025. Corrected data: d9. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 2/6/2025. Corrected data: d1, d4. Additional information received: product code has changed from psee60a to psee45a.

Manufacturer narrative:
(B)(4). Date sent 2/19/2025. D4 batch #810c68. Corrected data d4: UDI#. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: ensure battery pack is fully inserted into the device. An audible click will be heard when the battery pack is fully inserted (the instrument must be used within 12 hours of inserting the battery pack, the battery pack contains a built-in battery drain). Insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Close the jaws of the instrument by squeezing the closing trigger until it locks in place. An audible click indicates that the closing trigger and the jaws are locked. When the jaws of the instrument are closed, the red firing trigger lock and firing trigger are exposed. Pull back the red firing-trigger lock to enable the firing trigger to be pulled. Fire the instrument by pulling the firing trigger; the motor will activate audibly. Continue to depress the trigger until the motor stops. To complete the firing sequence, release the firing trigger to activate the motor and automatically return the knife to home position where the motor will stop. In this position, the instrument is locked out until the jaws are opened and re-closed. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 810c68, and no non-conformances were identified.